Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported having a magnetic name tag which caused his device to beep for a half an hour before someone pointed out the beeping was coming from him. He removed the tag and the beeping stopped. He was concerned about the effect of this on his device.